Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) could not be reviewed as the device serial number is unknown. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. Multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. The root cause cannot be determined with the available information. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a 27mm valve, with unknown implant duration, underwent a valve-in-valve procedure due to mitral stenosis and regurgitation. The tmvr was performed with a 9600tfx 26mm. No other details were able to be obtained.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that this patient with a 27mm valve, with implant duration of 10 years and four (4) months, underwent a valve-in-valve procedure due to a structural valve degeneration, thickened and severely restricted leaflets, severe stenosis, and moderately severe regurgitation. The tmvr was successfully performed with a 26mm valve. There were no complications. The patient was discharged on pod #1. According to the physician, the surgical valve did not prematurely fail.